Event description:
The customer initially complained of multiple issues with their ise indirect na, k, ci for gen.2 testing on a cobas integra 400 plus including calibration errors and high qc. The customer changed the mixing tower and ran calibration and qc testing. Qc testing was out of range so a field engineering specialist performed preventative maintenance and changed the tubing. The customer stated the instrument then worked fine for only a day. The customer provided the potassium and chloride results for 1 patient sample that is a reportable malfunction when comparing the result from the integra 400+ to a vitros 4600. The initial potassium result was 5.4 mmol/l. The potassium result from the vitros 4600 was 4.3 mmol/l. The initial chloride result was 69 mmol/l. The chloride result from the vitros 4600 was 103 mmol/l. The results from the vitros 4600 were deemed to be correct. The erroneous results were not released outside of the laboratory. There was no adverse event. The field engineering specialist found problems with the sodium electrode and the mixing tower. He replaced the sodium electrode, a valve, and the mixing tower. While checking the tubing, he found pinched tube lines. He replaced the tubing. He performed ise calibration diagnostics which passed. The customer ran calibrations and qc with acceptable results. The investigation was unable to find a definitive root cause. The customer has not experienced any additional issues following the service visit.